Event description:
It was reported that three (3) exactamix 1000ml eva tpn bags were leaking from the middle port. The leak was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual devices (three) were not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photographic samples, showed leakage originating from the middle port 2 spike port. The reported condition was verified. However, due to the nature of the provided sample, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.